Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. This device was used for treatment not diagnosis.

Event description:
The sales consultant reports on an unknown date, the patient plate broke at the fracture site. Patient was discovered to have a mal union of a proximal tibia fracture and all hardware was removed and replaced with another plate. This is 1 of 3 devices for this event reported on complaint (B)(4).